Event description:
It was reported that the tandem-provided usb charging cable became stuck in usb port and the cable input came off and remained in the usb port when cable was pulled. There was no reported adverse impact to customer's blood glucose level. The customer removed the cable input from the usb port and a replacement cable was sent to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.